Manufacturer narrative:
Device is combination product. Device evaluated by MFR: a 20 x 3.00mm promus premier select stent delivery system (sds) was returned for analysis. A visual examination of the stent found evidence of damage with struts on the mid section lifted and bunched. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 27feb2020. It was reported that the stent balloon was unable to cross the lesion. The 20 x 3.00 target lesion was located in the moderately tortuous left circumflex (lcx). A 20 x 3.00 promus premier select stent was advanced, but was unable to pass the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported in relation to this event and the patient was reported to be stable following the procedure. However, device analysis revealed stent damage.